Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the sensation was felt only during recharge session, even when a layer of clothing was used. The belt was also used as well. The patient stated that they hurt even before the fall and has always hurt.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient that their interstim system is no longer working.  The caller thinks this has been an issue for the patient for the past few weeks but isn't sure. Tss reviewed the need for patients to be seen to resolve the telemetry issue so they can charge up the ins and put them into MRI mode.." The patient stated, "I don't know if it's a battery or what, but it doesn't hold a charge, and I've tried so many times." The patient did clarify by "unit" that they meant the ins and that they weren't able to charge it. They stated it would always say things like "cannot find device.". Error code, error code, error code." They did not specify the specific codes and error messages they saw. They also stated that it didn't help their symptoms. . The patient's daughter then spoke into the phone and stated, "but that was before the falls. The daughter continued to explain that the patient had fallen a couple times on the side where the ins was implanted, so that probably "messed up" whatever the female rep had done for them. The daughter said they could feel the ins because the patient was "like 100 pounds."  The patient stated their primary care physician wanted the patient to see their managing health care provider (hcp),  the patient also stated that the recharger worked to charge the ins for a little while but referenced (B)(4) and how the recharger wasn't working and how they were told the "piece was defective," so they had to be sent a new recharger, but it was still not working because they couldn't charge their ins. The patient stated they weren't available to troubleshoot at the time of the call but wanted to call back later to troubleshoot charging the ins. Patient services redirected the patient to follow up with their health care provider (hcp) to check the I mplanted system and to call back later to troubleshoot charging. No further action was taken by patient services.